Event description:
The patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2025 to treat back pain. Approximately 3 months after the initial implant, the patient reported a loss of stimulation. Evaluation of the system found that the implanted lead had migrated away from the intended nerve target, causing loss of therapy at the site of pain. Multiple reprogramming sessions were conducted to attempt to improve therapy but were unsuccessful. A surgical revision was performed on (B)(6) 2025 to remove the migrated leads and place new leads back at the intended location.

Manufacturer narrative:
There are no reports of any events leading up to the loss of therapy. The nalu representative present to observe the surgical procedure reports that the leads were initially implanted and anchored in a location of fatty and unstable tissue. It is thought that possibly the instability tissue quality likely allowed the lead to also be unstable and thus migrate away from the location it was initially placed.